Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failed drawers legacy 6.1 and 6.2 on the auxiliary cabinet. A field service engineer successfully replaced the retractor bands and manually released all pockets, clearing any foreign objects from underneath to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.